Event description:
Additional information received indicated that the cylinder pushed backwards (proximally) out of the corpora and began to buckle. No erosion was noted. This was a sizing issue.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information and the conclusion of the investigation. Information received from the hospital indicated that the device was discarded after surgery. As examination of the device may not conclusively confirm or disprove the report of incorrect sizing quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, one cylinder was explanted and replaced with a cylinder of a shorter length.